Event description:
The following has been reported: biomed reported pump problem alarm. Biomed cleaned pins, biomed performed 2 test infusions and no alarms. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Upon start up device produces a pump problem alarm. Upon investigating the logs a positive leak is being observed. An attempt to revert device back to stp version to run functional 2 testing on the valves was made but device would not accept the stp version being reverted. Pneumatic assembly will need to be replaced for the failure observed in the log. Som failure causing the device to not accept the reversion. Som will need replaced to allow device to fully revert before testing can be conducted. Loading pin mechanism was also observed to not be moving in conjunction when lever arm is pulled. Upon further inspection, the mechanism is binding and will need replaced to correct this additional failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.